Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Ninor blade damage may increase in severity during subsequent activations, and my result in blade "lockout" later in the procedure. The industrial insert states: scratches on the blade may lead to premature blade failure.

Event description:
It was reported that during the face lift procedrue, the device gave a steady tone. There were no pt consequence. Unk how the case was completed.